Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). While burring the femur, an error appeared and the arm froze. Customer service was called, and troubleshooting steps were performed. Femur and tibia were resected using the rio; however, when the surgeon attempted to insert the femoral trial, the femoral post holes appeared to be shifted. The surgeon corrected the location of the post holes using the manual instrumentation provided with the rio, and completed the case successfully.

Manufacturer narrative:
As part of normal complaint follow up, an evaluation of the event has been conducted by mako surgical. Field service evaluated the device at the site. Review of error logs confirmed that the issue was caused by a joint angle inconsistency error in joint j6 of the rio. The field service engineer performed a series of test per the service manual, identified the issue, adjusted the arm joint, and confirmed the device as in operational condition with passing test results. The device has been released for clinical use.